Event description:
On (B)(6) 2009, patient's father reported patient infusion site came out and they are away from home. He is requesting assistance on where he can purchase additional infusion sets. Father reported patient's infusion set was in use for 2 days and he was just trained on the infusion device system a few days ago. Advised the father to make sure patient is not using any moisturizers and the skin is completely dry before inserting the infusion set. Advised the father that once the infusion set is inserted to make sure the adhesive is in place. Father reported he will attempt to locate a local facility with the standard luer lock infusion sets. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.